Event description:
It was reported that a decrease in sensing and an increase in capture threshold were observed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.